Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturing representative (rep). The healthcare provider (hcp) has put pfns (preservative free normal saline) in the pump and the mass has decreased.

Event description:
Additional information was received that the revision was taking place on (B)(6) 2020 and the hcp was planning on moving the catheter tip down. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6)2018; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine or hydromorphone via an implanted pump. On (B)(6) 2020 the patient¿s mother reported that the patient had been experiencing increased pain starting this year. Eventually it got so bad that he was admitted to the hospital on (B)(6) 2020. He was later released, but then was re-admitted on (B)(6) 2020. They were doing all kinds of tests on him trying to figure out what was going on. He was taking oral medication and he was still in a lot of pain. His back was in a lot of pain and they didn¿t know if it was related to the pain pump or not. The patient¿s mother stated that she called just to let us know that this was going on. Additional information was received on 27-may-2020 from the patient¿s mother via a company representative who reported that the patient was in the hospital and had tested positive for covid-19 and he had a possible granuloma at the tip of his catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting had been performed because the patient¿s mother was unable to see him due to the covid-19. It was also unknown if any interventions and/or actions were taken. The issue was not resolved. The patient¿s status was reported as ¿alive, no injury." Additional information was received on 29-may-2020 from a healthcare professional (hcp) via a company representative who reported that the pump now had saline in it. The hcp was considering giving the patient bupivacaine or clonidine to help with pain control. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that no additional actions have been taken as of yet. The physician is considering moving the catheter placement in the future. The granuloma has not completely resolved. No further complications were reported regarding the event.